Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that while in use on (B)(6) 2020, sparks at the handle level of the cev134 forceps cev134 bipolar 350mm mouiel was reported. The device was in contact with the patient but there was no patient injury reported. The event led to a 15 minute increase of surgery time.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. Device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint were observed. The forceps cev134 was returned for evaluation: failure analysis: the device passed the electrical test, and no defect was found.the evaluation was unable to conclusively verify the complaint as valid. Root cause: the investigation did not highlight any defect. The issue may be due to a defective power cable.